Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient states symptom improvement is great and the device has been life changing. They further added that on an infrequent basis, sometimes once a month but at other times once every other month, the patient will feel warmth around the ins implant site on their skin. They also have been having itching that will last for a day or two. No environmental/external/patient factors are known that contribute to these symptoms. The information was presented during a routine prp battery check of the device. Impedances are normal with all values within acceptable ranges and battery life shows 28 to 50 months remaining. After the rep was informed of the situation, they relayed the information to the managing healthcare provider's (hcp) physician assistant. The physician's assistant performed an exam on the implant site and there were no signs of infection or anything abnormal. The issue was resolved at the time of the report and no surgical intervention will occur or is scheduled to occur. No further patient complications have been reported as a result of this event.